Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75mm x 20mm emerge¿ balloon catheter was selected to treat the lesion. During procedure when the physician inserted the device into the patient's body through the guide catheter, the balloon shaft broke. The device was retrieved by just pulling it out, shaft was not fully in the body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).